Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. The customer site has fully investigated and found no issues with the assay and or system performance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Lower than expected advia centaur xp ca 19-9 results were obtained on two samples from one patient. The two results were discordant with the previous and subsequent results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.